Event description:
During a remote follow-up, noise resulting in oversensing due to electromagnetic interference (emi) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.